Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 15. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2026, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, increased sensitivity and fistula. No further patient complications were reported.